Event description:
Surgeon reported that 15-20 days post cataract surgery patient presented with redness in eye. Patient was later diagnosed with endophthalmitis. Surgical intervention was required. Account refused to give further detail and the account only reported that the patient is doing fine.

Manufacturer narrative:
Report source: also selected user facility. The initial MDR report, stated that "it was also reported that endophthalmitis issue has occurred in 2 patients out of 80 patients which he has operated in last month.¿ however, per field service specialist (fss) from these two (2) cases only one case required surgical intervention. The account reported to fss that the patients are doing fine. No further information was provided by the account. Corrected data: usage of device: in the initial MDR, ''initial use of device'' was selected, which is incorrect. The correct selection is ''reuse''. Additional manufacturer narrative: there was a typos in the initial MDR text, where stated "after that I attended a surgery", this should have been ''after that the fss attended a surgery''. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Field service specialist (fss) visited account after event. Checked system and found all parameters as per the amo technical specification. After that I attended a surgery, machine was working ok. Fss advised customer to use distilled water for cleaning. It was also reported that endophthalmitis issue has occurred in 2 patients out of 80 patients which he has operated in last month. All pertinent information available to abbott medical optics has been submitted. Placeholder.